Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. A field service engineer (fse) inspected the system on site and confirmed the reported problem. Troubleshooting actions showed that after the field service engineer re-connected the wired footswitch to the table, it worked. The root cause of the issue was a loose connection on the wired footswitch. Analysis of the error log showed an error that the wired footswitch was not pressed. It was suspected that there was a footswitch connected error. The field service engineer fastened the bolt on wired footswitch which returned to the system to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion equipment must institute a routine user checks program. The responsible organization of the azurion series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the system could not produce x-rays. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.